Manufacturer narrative:
(B)(4); (2)pri tubing; therapy date (B)(6) 2018. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after the nurse removed air from an administration set, the pcu displayed error code 240.4150. One module was infusing lipids on the right side of the pcu and a second module was infusing 960ml of tpn at 40ml/hr for 24 hours on the left side of the pcu. The error only occurred when the tpn was placed on the left side and after the pump had been infusing for 1-2 minutes. However when the tpn infusion was moved to the right side of the pcu this did not occur. (Note: moving the tpn to the right side of the pcu is against the facility's nursing policy). As a result of the event, the patient was given a bolus of 10% dextrose and was frequently checked for blood sugar levels. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report of the pcu displaying error code 240.4150 during an infusion was confirmed. The pcu event logs showed that during an infusion of tpn on (B)(6) 2018 the infusion was stopped from a channel malfunction that produced error code 240.4150. Functional testing of the pressure sensors replicated the error code; temporary replacement of the upper pressure sensor resolved the issue. The probable cause for the reported issue is a malfunctioning upper pressure sensor. The root cause for the upper pressure sensor malfunctioning was not determined.

Event description:
The customer reported that after the nurse removed air from an administration set, the pcu displayed error code 240.4150. One module was infusing lipids on the right side of the pcu and a second module was infusing 960ml of tpn at 40ml/hr for 24 hours on the left side of the pcu. The error only occurred when the tpn was placed on the left side and after the pump had been infusing for 1-2 minutes. However when the tpn infusion was moved to the right side of the pcu this did not occur. (Note: moving the tpn to the right side of the pcu is against the facility's nursing policy). As a result of the event, the patient was given a bolus of 10% dextrose and was frequently checked for blood sugar levels. There was no report of lasting harm.